Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump and the touch screen became cracked and unresponsive. Customer¿s blood glucose level was not impacted. Reportedly, customer had manual injections for insulin therapy.